Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 700 mg/dl. Customer alleged the elevated bg was related to the pump; however, tandem technical support was unable to isolate any issues. Customer went to the emergency room and was admitted to the hospital. Customer was treated with insulin drip. Elevated bg was resolved and customer was discharged on (B)(6) 2018. Customer reverted to using manual injections for insulin therapy and reportedly, discussed the event with a healthcare provider.